Event description:
This is a component part of devon industries "surgi-start" kit (7630-ele). On two separate occasions, during a tonsillectomy procedure, the end of the cautery tip exhibited a flash/flare inside the pt's mouth during electro-cautery use. The power settings on the electrosurgical generator were 30/30 pure.